Event description:
The intralase fs laser was used to create bilateral corneal flaps for lasik surgery in 2008. One day post-operatively, the pt presented with stage 1 diffuse lamellar keratitis (dlk) on the left (os) eye. Three days post-operatively, the pt presented with stage 3 on the right (od) eye. A flap lift and rinse od was performed three days later. The pt was prescribed topical steroids. The pt 's preoperative best corrected visual acuity (bcva) was 20/20 ou. Pt's postoperative bcva is 20/20 ou. The pt responded to treatment and dlk has resolved.

Manufacturer narrative:
A field service engineer (fse) visited the site and inspected the laser. The system met specifications and performed as intended. A clinical development specialist (cds) visited the site in order to obtain pt follow up status and assess the surgeon's environmental factors, laser settings, surgical technique, and sterility process to determine possible root cause (s). Although a single root cause was not identified, the customer believes that the probable root cause for the dlk and in-growth may have been attributed to either an epidemic from their sterilization or due to high energy settings. The cds reduced the energy and the customer reversed a previous change made to their topical anesthesia and brand of sponge used. Since the energy settings were changed there have been no more reports of dlk.